Event description:
Reporter indicated that vns pt has vocal cord paralysis. The device was programmed off and the pt was referred to an ent for consult. Attempts for follow-up info have been unsuccessful. No other info is available at this time.

Manufacturer narrative:
Vns therapy system labeling lists left vocal cord paralysis as a potential adverse event possibly associated with surgery or stimulation.